Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose was 13.6, 5.7, 7.6 mmol/l within 4 minutes, with a difference of 52%. Pt did not experience any adverse events. No further info has been reported.